Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was in 63-69 mg/dl. Customer reported missing a meal and did not consume carbohydrates resulting to low bg level. Customer consumed carbohydrates to address low bg level.